Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with lost sensor alarm. The customer's blood glucose level at the time of incident was 445mg/dl. The customer states they tried to treat their high levels with the pump. Troubleshoot was conducted. The customer states the cannula was bent flat against the pad. The customer was advised the sensor would be replaced.